Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. A service history record review revealed no issues that could have caused or contributed to the event. Evaluation experienced door not closed. The cause was identified to be a link switch being out of adjustment. The link switch was adjusted to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump at baxter puerto rico, the device experienced door not closed. No additional information is available.